Manufacturer narrative:
The failure investigation has been completed and the touchscreen issue was verified. Functional testing was performed and no failure was identified related to the elevated blood glucose issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. The customer's blood glucose level was "high"; cause was unknown. A correction bolus via the pump was delivered to address the customer's elevated blood glucose level. Reportedly, the customer reverted to manual injections for alternate insulin therapy.